Event description:
During a right atrial flutter procedure using a fast cath guiding introducer, a cardiac perforation occurred. During the procedure, it was noted the cardiac silhouette was not moving on fluoroscopy. An echocardiogram revealed a cardiac perforation however, no medical intervention was administered. The pt was stable and under observation.